Event description:
The customer reported that they are receiving allergic reactions with the sensor plaster. It was reported that the customer's skin becomes red and itchy, and somtime the skin even becomes sceptic. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.